Event description:
Complainant indicated that during a routine shift check by a clinician the device's manual mode key switch was broken. Complainant indicated that there was no pt involvement in the reported malfunction.